Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the brush head keeps coming off when brushing teeth. No injury was reported.